Event description:
The customer reported that they used the unit for a long time and got overheat and saturation errors. Also they are always getting a low ma error preventing any fluoro.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep was getting saturation errors and low ma errors on the system. He removed the candle sticks and found the cathode showed arcing and burning. He replaced the tube and greased all candle sticks. Tested batteries-they are ok. The ge rep installed a dynalizer and tried to calibrate the unit. The calibration failed and they had to replace the tech processor, sram, x-ray reg board and components as necessary. This problem was caused by the tube which shorted and arched causing damage to boards and components. After replacing the parts, the ge rep was able to complete the calibration. The unit is now working properly.